Manufacturer narrative:
Updated data: b5. Added second paragraph. D3. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve in a patient with pre-existing severe aortic insufficiency and no leaflet calcification, the deployment of the valve was attempted 3 times. Prior to final deployment on each deployment attempt, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 mm, and the implant depth on the left coronary cusp (lcc) was 6 mm. Subsequently, the valve was withdrawn from the patient and was upsized to a 34 mm transcatheter valve. The 34 mm valve was successfully implanted at an implant depth of 5 mm on the ncc and 8 mm on the lcc. Per the physician, the patient's anatomy and aortic insufficiency caused the valve to dislodge. Following the implant procedure, the incorrect valve serial number was provided to the patient on their identification (ID) card, with two aortic valves registered to the patient. No patient complications were reported as a result of this event. Additional information was received indicating that the bottom of pigtail deployment starting position was used. The valve dislodged in the aortic direction to a depth of +5 mm on the ncc and lcc. Of note, a non-medtronic guidewire was used.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve in a patient with pre-existing severe aortic insufficiency and no leaflet calcification, the deployment of the valve was attempted 3 times. Prior to final deployment on each deployment attempt, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 mm, and the implant depth on the left coronary cusp (lcc) was 6 mm. Subsequently, the valve was withdrawn from the patient and was upsized to a 34 mm transcatheter valve. The 34 mm valve was successfully implanted at an implant depth of 5 mm on the ncc and 8 mm on the lcc. Per the physician, the patient's anatomy and aortic insufficiency caused the valve to dislodge. Following the implant procedure, the incorrect valve serial number was provided to the patient on their identification (ID) card, with two aortic valves registered to the patient. No patient complications were reported as a result of this event.